Event description:
Ambulance personnel were attending to a pt, condition unk. The device intermittently lost power when battery #1 or #2 was selected. The operator cycled power and the device functioned properly. Pt outcome not reported.